Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels ranging from (200-487 mg/dl) the customer would change supplies and bolus via the pump to stabilize bg level. The contact said to be unsure on what could be the cause of the elevated bg levels and believed the pump to the issue. A system check was performed during the call with tandem technical support, indicating the pump was functioning as intended. The contact stated that the health care provider (hcp) had changed customers basal and carbohydrate ratio and that the customer occasionally forgets to take a bolus after a snack.